Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they have discomfort in the area of where the ins is. Sometimes it feels like an electrical shock and sometimes it was just a minor pain and they have swelling in that area. The first time it happened about 4 months ago and they were sitting down and it was like a bolt of lightning and they jumped out of the chair and it went away. It happened one other time as well and they are thinking maybe the way they sat down might have caused it. Patient reported they have had a couple falls because they do not have great balance but dont think they ever landed on the ins site. The patient was redirected to their healthcare provider to further address the issue.